Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that an x is displaying on the device screen and would not give the option to move forward. There was no patient involvement.